Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted in the arm on (B)(6) 2025, and the biosensor session was completed on (B)(6) 2025. There was no report of discomfort or pain during the session. Upon sensor removal there was a bump at the puncture site. The bump became painful, sore and the size of the sensor. Other symptoms she reported included redness, inflammation, discoloration, blisters, pustules, an infection, dry skin and burning, itching and pain in the area. On (B)(6) 2025 the symptoms had not improved, and she went to the emergency room (ER) where the doctor examined the site and prescribed an oral antibiotic (cephalexin 500 mg twice a day for 10 days). No diagnostic tests were conducted. At the time of the follow up call by technical support on (B)(6) 2025 the patient felt fine. The site was healing and although the bump was present, it was reduced in size and was no longer painful. A follow-up appointment with her primary medical doctor (md) was planned but had not occurred at the time of the call. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.